Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed vvi mode with dashes (---) for base rate, sensor and refractories. The message that the device was in back-up mode with recurrent telemetry errors was also displayed. An attempt to perform a software download was unsuccessful. Therefore, the device was replaced.